Event description:
During the evaluation of a returned spectrum infusion pump, 16 occurrences of "upstream occlusion" alarms were identified in the event history log. There was no patient injury or medical intervention required since these items were found during evaluation of the device.

Manufacturer narrative:
MFR reference no: (B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The "upstream occlusion" alarms were confirmed through an event history log review. The cause was undetermined. If any additional information is received a follow up will be sent. The ultrasonic sensor was replaced.